Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer received the occlusion alarm in the evening and went to bed without addressing the alarm or addressing their blood glucose level which was in the range of 300-400 mg/dl. Customer subsequently went to the emergency room the following day, (B)(6) 2021, with an elevated bg of 660 mg/dl and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.